Event description:
In this event it is reported that a c-pilot files cc+ sterile file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Internal investigation has been completed by responsible department, based on customer information ( lot no.) Results (see attached file) : the root cause for this complaint cannot be confirmed. The claimed product is not available for investigation. No changes in production. No DHR issue. DHR was without fault. General note: the complaint is registered and we will monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Additional information received that the treatment has been completed. The broken part was retrieved from patient's mouth. The file involved is a new one. The file has been discarded. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199. This is a follow up report to correct this code.